Event description:
Navigation was difficult, pt was small in stature, and pre-dilation was performed via angioplasty. Physician used extreme pushing force to navigate. The delivery catheter was removed from the pt in order to perform more dilation. Front sheath and front tip became detached, however were not retrieved from the pt. Physician attempted to deliver another catheter system but encountered difficulty.